Manufacturer narrative:
The device has been explanted but is not available for investigation.

Event description:
The device was explanted on (B)(6) 2011 but despite being requested no complaint was ever filed until now. The user was implanted on the same day with a new device sn (B)(4). The device is not available for investigation.

Manufacturer narrative:
Additional information: since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated. In accordance with the information in the patient report, it is assumed that it possibly failed due to a migration of the floating mass transducer and conductor link, most likely due to medical reasons. However, an investigation of the explanted device will be necessary to confirm a root cause of failure.

Event description:
The device was explanted on (B)(4) 2011 but despite being requested no complaint was ever filed until now. The user was implanted on the same day with a new device sn (B)(4). Information received from the field stated that the floating mass transducer (fmt) was loose and was found in the external auditory canal. The conductor link was also found to be partially in the auditory canal. The device is not available for investigation. No additional information could be retrieved.